Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix exceeded specification the number of turns to extend and retract. (B)(4).

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead was initially placed but sensing function was not optimal so helix was retracted and the lead moved. After locating the next position, the helix would not extend. The rv lead was removed and another lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.